Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached and was not returned. The push catheter and pull wire were bent in several locations throughout. The push catheter was kinked at the rx port and pull wire was found displaced out of the rx port. The investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheters bound by kinks and bends, the stent would become difficult to deploy. Forcible attempt to deploy the stent could cause detachment of guide catheter, and bends and displacement of the pull wire. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in a biliary stent placement procedure performed on (B)(6) 2015. According to the complainant, when the physician started to release the stent, it became difficult to pull the guide catheter due to resistance. When the physician attempted to use force to deploy the stent, the guide catheter broke and the broken catheter piece remained within the stent. The physician used a snare to remove the broken catheter piece while the stent remained implanted in the duct. The procedure was completed with this device, and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in a biliary stent placement procedure performed on (B)(6) 2015. According to the complainant, when the physician started to release the stent, it became difficult to pull the guide catheter due to resistance. When the physician attempted to use force to deploy the stent, the guide catheter broke and the broken catheter piece remained within the stent. The physician used a snare to remove the broken catheter piece while the stent remained implanted in the duct. The procedure was completed with this device, and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4) guide catheter broke. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.